Event description:
(B)(4). Within a week after device placement, one coil came out of my body. This led to a second procedure (tubal ligation) having to be done. In 2012, I was diagnosed with trigeminal neuralgia, nerve pain in face, very rare. Led to two brain surgeries, many medications, ssa disability, permanent damage, chronic headaches, etc.